Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on a cartridge detection notification and the customer was unable to clear it. During troubleshooting with tandem technical support the notification was able to be cleared. Customer's blood glucose level was 160 mg/dl.